Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject flex video scope device had no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section b in the previous initial MDR report submitted under report no. 9610595-2026-02553. Corrected field: b5 describe event or problem updated to add the common device name. D8 - was device serviced by third party? Should be no. Please refer to the updated section b5 (describe event or problem) for the updated information.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the bronchovideoscope had no image. There was no patient involvement.